Event description:
Procedure type: colon resection. According to the reporter: it was noticed that the root part of the active blade came off. Nothing fell into the patient cavity. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4).